Event description:
It was reported that at implant, the guidewire was stuck inside the lead. The physician pulled hard enough on the wire and the lead was broken. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guidewire was stuck in the lead. In addition, all conductors were distorted, the lead was stretched and the lead appeared to have been damaged at implant.